Manufacturer narrative:
Additional information: d8, g3, h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Implanted date - exact implant date not available; however, patient was implanted with optetrak device in 2018. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, in approximately 2018, patient underwent a right total knee replacement and was implanted with an optetrak device. Patient experiences daily pain and discomfort in her right knee which limits her activities of daily living and impacts her quality of life. No other patient/medical information provided.